Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it alarming due to very low fio2 (fraction of inspired oxygen) readings was confirmed. In addition, ventec observed that the device¿s exhaled tidal volume (vte) levels were low. Ventec replaced the metering valve, rotary valve 2 and internal flow transducer (ift), as well as reseated the o2 tube (which was disconnected), in order to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the metering valve, rotary valve 2, ift and disconnected o2 tube. However, further component level cause could not be conclusively determined.

Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Event description:
It was reported to ventec that the ventilator provided an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event. The patient was placed on a different ventilator for support. The reporter advised that there was no patient harm as a result of the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.